Event description:
Medtronic minimed 630g diabetes pump clip system is defective causing the actually pump to constantly disconnect form the clip itself. When this happens it pulls and/or kinks the pump¿s tubing causing insulin flow problems and can cause the infusion set to be pulled off my body¿s site stopping the flow of insulin. If the infusion set doesn¿t come off completely it still interrupt or block the insulin flow completely which will not be made aware sometime later when a bolus is attempted. FDA safety report ID # (B)(4).